Event description:
Patient received a integrity rx stent during the index procedure. It was reported that approximately 8 months post index procedure the patient was treated for in-stent restenosis. Procedural image review: procedural images confirm in-stent restenosis of this device. The images also confirm the presence of diffuse disease in multiple coronary vessels. In addition the patient had previously undergone valve replacement and CABG. The in-stent restenosis was treated with pre-dilatation, followed by stenting with a 2.5 x 22mm integrity stent, followed by post dilatation of the newly deployed stent. This resulted in better flow being restored to the vessel.

Manufacturer narrative:
(B)(4). Evaluation, method: film (cine images). Evaluation, results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (multiple vessel disease. Previous CABG and valve replacement). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (multiple vessel disease. Previous CABG and valve replacement).